Event description:
It was reported that the wire was demolished. A 185 centimeter journey guidewire was selected for an embolization procedure in the superior mesenteric artery. The coiling procedure went smoothly. The wire was advanced at least ten times through the microcatheter. No resistance was encountered during insertion. After removing the wire, it was noted that the wire was breaking at the soldering point on the distal tip and it was not completely removed. The missing piece was then removed from the patient using aspiration and retrieval of the microcatheter and guiding catheter. The procedure was completed with a different device. The intervention was prolonged but there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a separated journey guidewire. The guidewire shaft, bonds and the shaft were examined for any damage. The guidewire shaft was separated approximately 37.5cm from the tip. The damage that was noticed looks consistent with bend force, which may have contributed to the separated shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the wire was demolished. A 185 centimeter journey guidewire was selected for an embolization procedure in the superior mesenteric artery. The coiling procedure went smoothly. The wire was advanced at least ten times through the microcatheter. No resistance was encountered during insertion. After removing the wire, it was noted that the wire was breaking at the soldering point on the distal tip and it was not completely removed. The missing piece was then removed from the patient using aspiration and retrieval of the microcatheter and guiding catheter. The procedure was completed with a different device. The intervention was prolonged but there were no patient complications reported.